Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization for low blood glucose levels. Customer stated her sensor glucose reading was 91 mg/dl. She treated herself using the sensor glucose reading. The sensor was not giving accurate readings, so customer's blood glucose level went low. She was admitted to the hospital with her blood glucose level at 31 mg/dl. Customer stated she is a brittle diabetic, and she has no feeling in her right hand. Customer was advised to always confirm her blood glucose level with a finger stick. Nothing further was reported.